Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reau0958 showed no other similar product complaint(s) from this lot number.

Event description:
On (B)(6) 2016 - per clinical specialist, the facility reported that on the microintroducer the red handle broke off the grey sheath while inserted in the patient. The PICC nurse was able to "pull the piece off." No patient harm reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached tab on the 5fr microintroducer was confirmed, but the exact cause is unknown. One 5 fr microintroducer sheath was returned for investigation. The sheath showed a complete, consistent, and uniform peel. A visual observation confirms that one of the red tabs detached from the sheath. The hole in the sheath that was attached to the tab shows plastic deformation and a tear near the proximal edge of the sheath. The other tab is still attached to the sheath, but the edge of one side of the sheath is visible in the peel seam of the molded tab. It appears that the sheath was not centered when the tabs were molded. The complaint sample will be forwarded to the manufacturing facility for further review.